Manufacturer narrative:
Device evaluation sumamary: during evaluation of the sample it was noticed an area of shell abrasion in the posterior view. Leak testing was performed and it revealed a tear within shell abrasion , measuring approximately less than 1.0 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It is possible that the cause of the leakage was possibly by mammogram in combination with wear (shell abrasion) found within tear. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast implant deflation concomitant products: left side; 275cc mentor smooth round moderate profile; catalog#: 3501640; s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and was presented with right side breast implant deflation possibly caused by mammogram on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3503001bc; serial number (B)(4) and (B)(4). It is unknown which serial number was used for right and left side.